Event description:
Customer received result of 460 mg/dl on the mobile system, while a comparison lab returned as 169 mg/dl. The following day the customer received result of 195 mg/dl on the mobile system, while a comparison lab returned as 104 mg/dl. Both meter/lab results were obtained within 10 minutes of each other. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.